Event description:
It was reported to medtronic minimed that the customer reported physical damage to pump. The customer reported no adverse event.the event involved product mmt-1880. Troubleshooting was performed. No harm requiring medical intervention was reported. Product return was requested for mmt-1880 and insulin pump was retuned for analysis.

Manufacturer narrative:
Unit p-cap / reservoir cannot lock properly in place and was unable to perform displacement test due to partially broken retainer ring. The following were noted during visual inspection: scratched case, pillowing keypad overlay, cracked case, cracked case near the corner of belt clip rails, broken battery tube threads, stained keypad overlay, cracked keypad overlay, keypad overlay texture damage, missing display window cover, serial number label missing, broken belt clip rails, partially broken retainer, cracked reservoir tube lip, broken reservoir tube lip, corroded battery tube, and cracked case on the battery tube side. Alleged cosmetic damage was confirmed where cracked case near the corner of belt clip rails, broken battery tube threads, and cracked case on the battery tube side was noted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.